Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference number: (B)(4). Based on additional information received, it has been determined that multiple products used were manufactured at other facilities; therefore, a report has been generated under manufacturing report #s 9615742-2016-00056 and 9615742-2016-00058 (reference number: (B)(4) respectively) to capture the change. No further information will be reported under this manufacturing report #.